Event description:
Account reports that injection site "rupture" and caused a blood spray into the face of a nurse. Nurse states the injection site was on a stopcock of a double or triple lumen central line. Rn states that the stopcock was "open to the pt, and off the main line" during the blood draws. One blood draw is a three part process and she thinks that the inversion occurred during the 3rd part when she was attempting to flush the injection site. Reporter was unable to furnish a specific product code, but states that the product was an interlink injection site.